Event description:
It was reported that the pump's top display had blacked out, making it difficult for the caller to interact with the pump. There was no adverse impact on the customer's blood glucose level. The customer arranged to use a backup insulin pump and received a replacement pump from technical support, following instructions for shipping and storage of the malfunctioning device.